Manufacturer narrative:
(B)(4). Date sent: 06/01/2022. Please see attached medical records. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via the risk manager, "received notice of claim stating patient with history of sigmoid colon obstruction associated with large left ovarian cystic mass underwent a robotic laparoscopic extensive lysis of adhesions, right oophorectomy, sigmoid resection and low anterior resection. Operative note states that ¿dense adhesions to the left pelvic area secondary involvement of rectal wall and mesorectum¿ necessitated the additional resection at ¿the low to mid rectal junction.¿ it further states surgeon used a ¿31 mm ceea stapling device¿ without difficulty and two complete donuts were noted with successful leak test. Surgeon further noted ¿although initially thought to be under tension, with 3d viewing it became evident that the tension was not present but bolstering sutures were placed of the overhanging thick peritoneal ridge that had to be dissected free and used to bolster the anastomosis by placing it over the anastomosis and sutured to the healthy sigmoid colon above the anastomosis.¿ approximately two months post op, patient underwent attempted balloon dilation of strictured anastomosis. Six weeks later, patient again underwent dilation of the stricture. Four weeks later, patient underwent a robotic low anterior resection where small bowel obstruction was noted and ¿intense scarring throughout the retroperitoneal area¿¿ which made identifying the anastomosis difficult; however, ¿rectum with stenotic anastomotic area and portion of descending colon¿ was removed without complications. Surgeon noted that due to the low lying nature of the anastomosis and concern about any possible tension, a temporary ileostomy was performed which was successfully closed two months later."

Event description:
It was reported via the risk manager, "received notice of claim stating patient with history of sigmoid colon obstruction associated with large left ovarian cystic mass underwent a robotic laparoscopic extensive lysis of adhesions, right oophorectomy, sigmoid resection and low anterior resection. Operative note states that ¿dense adhesions to the left pelvic area secondary involvement of rectal wall and mesorectum¿ necessitated the additional resection at ¿the low to mid rectal junction.¿ it further states surgeon used a ¿31 mm ceea stapling device¿ without difficulty and two complete donuts were noted with successful leak test. Surgeon further noted ¿although initially thought to be under tension, with 3d viewing it became evident that the tension was not present but bolstering sutures were placed of the overhanging thick peritoneal ridge that had to be dissected free and used to bolster the anastomosis by placing it over the anastomosis and sutured to the healthy sigmoid colon above the anastomosis.¿ approximately two months post op, patient underwent attempted balloon dilation of strictured anastomosis. Six weeks later, patient again underwent dilation of the stricture. Four weeks later, patient underwent a robotic low anterior resection where small bowel obstruction was noted and ¿intense scarring throughout the retroperitoneal area¿¿ which made identifying the anastomosis difficult; however, ¿rectum with stenotic anastomotic area and portion of descending colon¿ was removed without complications. Surgeon noted that due to the low lying nature of the anastomosis and concern about any possible tension, a temporary ileostomy was performed which was successfully closed two months later."

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.